Manufacturer narrative:
(B)(4). Catalog number 062903-003 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned, therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
Report indicated that patient in (B)(6) had perfuse bleeding and injury to throat during naso jejunal tube (nj) tube insertion for the dudopa therapy. The attempt for the tube placement was discontinued and was rescheduled for (B)(6) 2016.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie naso jejunal tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. The device involved in the event was discarded; therefore, a return sample evaluation was not performed. No corrective or preventive actions have been identified at this time. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.